Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there were several episodes of post-paced t-wave oversensing on the right ventricular lead. The device was reprogrammed and the patient was in stable condition with no adverse consequences.